Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 410 mg/dl. The customer¿s blood glucose level at the time of incident was 273 mg/dl. The customer reported that insulin pump was not on auto mode and wearing the insulin pump. Customer reported that they received calibration not accepted alert. The insulin pump will not be returned for analysis.